Event description:
Ous MDR - it was reported, that during a dual chamber pacemaker implant the analyzer stopped working. At the beginning of the procedure the programmer and the analyzer were working fine. After programming the pacemaker the programmer was switched to psa mode, but suddenly it's switched back to programmer mode. The psa button didn't appear on the screen, as it doesn't exist on he the programmer so it wasn't possible to choose the psa option anymore. At this point no measurements of the lead had been taken yet and the physician just placed rv lead in the right ventricle. Several attempts were made to turn on the psa again, after 15 minutes the psa started working again. No adverse patient side effects have been reported. The device was not returned to biotronik.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, neither the device nor further information and data were returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Once further information or the device will be received, the analysis results will be updated.